Manufacturer narrative:
The evaluation of the returned device did not confirm the report of suspected pump thrombosis. No device related issues were identified and a correlation between the device and the reported elevation in the patient¿s lactate dehydrogenase level could not be conclusively determined. Examination of the pump¿s blood contacting surfaces revealed no deposition or thrombus formation. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device: 9 months. The device was returned for analysis. Evaluation is not complete. No further information is available. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient underwent a pump exchange due to presumed pump thrombus. The patient was experiencing elevated lactate dehydrogenase levels in the 2000 u/l range. There was no hematuria, no congestive heart failure symptoms, and no power elevations. The patient admitted to not taking coumadin for several days prior to the event. As of (B)(6) 2016, the patient was reported to be doing well.